Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and an insulation breach at the clavicle. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.